Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remained implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery received for evaluation. Per imagery evaluation, the provided fluoroscopy demonstrated a sapien prosthesis in the pulmonary position with a diagnostic catheter crossing the valve for contrast evaluation. Qualitatively, there appeared to be significant regurgitation, most likely with a central component. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the central regurgitation that required a re-intervention was confirmed based on the evaluation of the provided imagery. A complaint history review did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, approximately 3 years and 3 months after the initial transcatheter pulmonic valve replacement (tpvr) procedure with a 29 mm sapien 3 valve, the patient underwent a successful valve-in-valve tpvr procedure using a second 29 mm sapien 3 valve due to regurgitation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, due to limited information, a definitive root cause was unable to be determined at this time; however, the event could be related to the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information received. The following sections of this report have been corrected/updated: h6 (device code, investigation findings, investigation conclusions) and h11 (additional narrative/data). Additional information was received revealing the valve-in-valve transcatheter pulmonic valve replacement (tpvr) procedure was performed due to regurgitation. Subsequently, fluoroscopic imaging was received for evaluation. Based on the fluoroscopic imaging, there was a sapien prosthesis in the pulmonary position with a diagnostic catheter crossing the valve for contrast evaluation. Qualitatively, there appeared to be significant regurgitation, most likely with a central component. The presence of paravalvular leak (pvl) could not be assessed or excluded based on the available fluoroscopy alone. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in italy, approximately 3 years and 3 months after the initial transcatheter pulmonic valve replacement (tpvr) procedure with a 29 mm sapien 3 valve, the patient underwent a successful valve-in-valve tpvr procedure using a second 29 mm sapien 3 valve. The reason for the re-intervention is unknown. No additional information was provided.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, the sapien valves are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.